Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer (the pt's son) via an email to a company employee and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received one treatment of poly-l-lactic acid (sculptra) sometime in (B)(6) 2007. Relevant medical history and concomitant medication info were not mentioned. During the application, the pt felt an intense pain which continued for weeks. An anti-inflammatory was initiated due to a muscle problem on the posterior column region, and the pain improved, but when therapy was interrupted in (B)(6) 2008, the pain reappeared. The reporter also mentioned that the pt presented with some nodules on the cheekbone region. At the time of this report, the events remain ongoing. The physician who administered the poly-l-lactic acid treatment was not informed of these events.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on 29-sep-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.